Event description:
Attorney reported: in 2006 - the pt underwent a ventral incisional hernia repair with ventralex mesh patch. Ten days later - the pt treated for wound care. The pt experienced symptoms of dull abdomen pain and shaky disposition at the time of admission. Pt was treated for a large hematoma externally on the abdomen incision. This obstruction was irrigated and relieved of large amounts of clotted blood. On the following month - the pt sought medical treatment due to green drainage from the open surgical site. Due to drainage, the pt began to question the integrity of the internal wound sutures and experienced a persistent pain. Five days later - physicians noted the incision opening at approximately 8 cm with a depth of 10 cm. The mesh patch remained intact the lower quadrant and no evidence of infection could be attributed to the pt's current suffering of the irritated wound site. Two weeks later - the pt's mesh patch was determined to be infected and was scheduled to be removed. A week later - the pt underwent a removal of the infected mesh patch and drainage of wound. The mesh patch was found to have become loose and purulent material developed underneath it. The external circumference of the wound site presented granulated tissue. Internally, the wound was irrigated with copious amounts of sterile saline and a drain was secured externally to ensure future and proper irrigation.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or additional info becomes available.